Event description:
Information received indicates the CPR lever will not bring the head down, but the siderail controls still work.

Manufacturer narrative:
The technician replaced the sticking CPR valve to repair the bed.